Manufacturer narrative:
Analysis was performed to the returned device. The reported foot separation was confirmed. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported foot separation and subsequent treatments appear to be related to a needle deflection striking the foot resulting in foot separation during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure using prostyle devices. Reportedly, pre-placement of the first prostyle suture was successful. When attempting to pre-place a second prostyle suture, a posterior foot separation occurred. The location of the foot is unknown. A third prostyle suture was successfully pre-placed. The sheath was upsized to a large bore and the tavi procedure was completed. Hemostasis was achieved with the successfully pre-placed first and third sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. As the location of the foot is unknown, the patient's condition was monitored during their hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.